Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/05/2020.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? What instruments were used to grasp the needle? Where was the needle grasped during use? Does the piece/device remain retained in the patient¿s tissue? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? If retained, what is the size if the device retained? If the piece(s) were retained, where are the located/in what structure? Was there any change in the patient¿s post-operative care due to the prolonged surgery? What is the patient¿s current status? A manufacturing record evaluation was performed for the finished device lot mm2899, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used . During the procedure, the needle broke at the first stitch when sewing the skin. The broken needle tip fell inside of patient. X-ray was used to look for the broken pieces but could not find it. Surgeon rinsed the wound with normal saline. It is unknown whether the broken pieces still left in patient's body or not. Surgery delayed about 30~40 minutes. The patient is stable in hospital now. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). An empty opened foil and a needle-suture piece of product was received for analysis. During the visual inspection of the sample, the needle was received broken on the tip area; the other section of the needle was not returned for evaluation. Due to condition of the broken needle, additional evaluation was necessary to determine the assignable cause. A failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of the examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/11/2020. Additional h6 patient code: 3189 - surgery prolonged. Additional information was requested and the following was obtained: what is the procedure name? Surgery for ectopic pregnancy. What instruments were used to grasp the needle? Needle holder. Where was the needle grasped during use? Grasp the middle and back of the needle, about 1/3. Does the piece/device remain retained in the patient¿s tissue? Unknown due to the tip of the needle is too small. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? The surgical site is skin tissue without calcification and the tissue is normal. If retained, what is the size if the device retained? Unknown if retained, the size is 1mm. If the piece(s) were retained, where are the located/in what structure? Unknown, maybe in the skin tissue. Was there any change in the patient¿s post-operative care due to the prolonged surgery? No. What is the patient¿s current status? The patient was discharged from the hospital and stable now.